Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision 5 years ago of a previously revised shell. Five years ago, an s-rom [competitor] constrained liner was broken, removed, and a titanium revision shell was implanted utilizing an mdm liner configuration. Patient complained of dislocation [rep confirmed via phone call that the head dislocated from liner] problems. Surgeon decided to put a constrained liner in a well fixed acetabulum. Nothing was loose or broken, although there was a slight groove on the neck of the pca e series stem from hitting the shell. Left side.